Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed broken haptic/optic junction. As per reporter the plunger might have sheared it off during loading. Procedure was completed on same day without any harm to the patient. The physician prognosis was reported as great. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the report of haptic damaged by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).